Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 64 and blood glucose was 215 mg/dl. Customer also reports to have had blood at site. After troubleshooting, customer was advised that sensor would be replaced. No further information provided.